Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported they were having issues with their programs and the issue began last night. Pt stated they changed their program from b to a and the stimulation wouldn't find it and the controller finally found it and shut off. Pt tried to turn it back to the other program. Pt also noted they received the exchanged recharger and charged their stimulator to 100. Pt changed their programs from c to a and the stimulation kept adjusting from 4.2 to 1. Pt did note they were able to increase the stimulation to 4.4 but then twice the stimulation randomly changed to 1. Pt kept thinking the controller was the issue because they couldn't feel any stimulation changes on their back. Patient services (ps) had to review to the pt the difference between their controller, stimulation settings on their controller, and therapy on their back. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back stating that they received the original recharger back and have nothing but problems with charging again. Caller stated the exchange unit worked great but this original is not working to recharge the implant. Agent sent email to repair to replace the recharger.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having some strange issues with charging their implanted neurostimulator (ins) for the past couple of days (or 3-4). Pt explained they charge the ins once a week or every 1.5 weeks adding about three days ago stimulation shut off automatically. Patient services (ps) reviewed ins stimulation would automatically shut off once the ins battery depletes to under 30% and would have to be turned back on manually after recharging ins. Pt described checking the controller (ptm) / battery pack, thinking they had missed a charge but discovered the battery reading showed ins battery was at 80%. Pt verified they did have to reset ptm to start ins charge session. Pt commented when they connected the recharger (rtm) to "top it back off to 100" there was a problem with it was not finding the ins to connect. Pt claimed stimulation shut off again this morning adding this time the ins displayed w/orange line saying it needed to be charged. Pt implied they had recharged ins 3 days earlier denying any therapy setting changes that would cause ins to deplete more rapidly. Pt mentioned they do not always get an excellent coupling, so the ptm runs out of charge if only at "good" quality connection. Ps reviewed best practices for rtm positing to get best quality connection with ins. Pt stated it took half an hour to get the ins to jump to 30% while draining the ptm battery causing it to go unresponsive w/ black screen. Pt said they had to pop out the li battery pack (bp) to get it back on and another hour to fully charge ins. Ps had pt reset ptm & inspect device components. No visible damage detected. Pt provided battery levels after reset: ptm 40%; ins 100%. Ps noted there were no past records for any external device replacements since ins was implanted and pt's rtm did not have the strain relief. Ps also suggested pt arrange for a manufacturer representative (rep) to run a diagnostic on their spinal cord stimulation (scs) system if ins battery continued to deplete more rapidly. A replacement rtm was requested via the exchange program.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, lot#, serial# (B)(4), implanted:, explanted:, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the remote was shutting off or the stimulation would shut off when they changed programs. Also, the amount of charge seemed to jump up and down, not smoothly. The pt reported that this was not connected to any activity. They were changing programs and charging. The pt reported that they got their original wire back and said "so far so good". They did mention that the difficulty connecting and/or shutting off has happened a few times while using the temporary recharger (rtm) and when they got their original back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.